Event description:
It was reported that the insulin pump had a button error alarm. Troubleshooting was performed. It was stated that the insulin pump has cosmetic damage, frozen screen, and the buttons were sticking. It was stated that the insulin pump needs to be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.